Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On september 24, 2021, olympus medical systems corp. (Omsc) received the literature titled "ingenuity of thoracoscopic mediastinal lymph node dissection aiming at zero postoperative recurrent laryngeal nerve palsy". The purpose of this literature was to report on efforts to reduce recurrent laryngeal nerve palsy in thoracoscopic esophagectomy. In the literature, it was reported as follows; the study comprised 115 patients who underwent thoracoscopic esophagectomy between march 2014 and december 2020. 25 cases of clavien-dindo (cd) grade I or higher postoperative recurrent nerve paralysis occurred. The incidence of sonosurg and other companies' devices (ligasure) was 27.3%, while thunderbeat was 57.1%. Thunderbeat was significantly more postoperative recurrent laryngeal nerve palsy, and thermal damage due to the device was suspected. In addition to selecting an appropriate device and improving the approach to the recurrent laryngeal nerve, the author believed that mesentericization and dissection with an awareness of lymph nodes and the optimal detachment layer contributed to the reduction. Based on the information, the cd grade I or higher postoperative recurrent nerve paralysis might be in a relationship with the subject device. Omsc assumes that the cd grade I or higher postoperative recurrent nerve paralysis might be caused or contributed to a death or serious injury. Therefore, omsc assumes that 25 of cd grade I or higher postoperative recurrent nerve paralysis were adverse events to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Therefore, omsc will submit a medical device report (MDR) of the subject device for cd grade I or higher postoperative recurrent nerve paralysis.